Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. The field service engineer performed on a preventive maintenance on this device. The review of logfile for the reported event date confirms the reported issue. The treatment of the patient´s left eye was aborted by device during canal cut. Treatment was only eleven percentage complete. The laser showed the info message: ¿vacuum exceeds limits - treatment is aborted. Repeat vacuum check'' once. The vacuum pumps were shut off. The user performed successfully a vacuum check and restarted and finished the treatment without any problems. Review of the logfiles for thetreatment day does not show any other relevant warning or error messages. The logfile shows fifteen successfully performed treatments on the reported event date. The root cause could not be identified during logfile review. The root cause of the reported issue could not be determined conclusively. After repeating the vacuum check the issue was fixed. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that while creating a flap in the patient's left eye the system stopped due to the vacuum was too during lasik surgery. There are multiple related reports for this event. This report addresses the patient initial's (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).